Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 7pm due to diabetic ketoacidosis. The customer¿s blood glucose at the time of admission was 575 mg/dl. The customer had pneumonia. The customer was given antibiotics and was re-hydrated. The customer also reported that the device had no delivery alarm and motor error alarm. The customer was able to complete the insulin pump rewind. The insulin pump will be returned for analysis.